Event description:
It was reported that the patient experienced an allergic reaction to the insertable cardiac monitor (icm) implant. The patient had blisters and a rash across their chest. The device was explanted with no replacement. No additional adverse patient effects were reported.